Manufacturer narrative:
Device lot number and UDI number unavailable. Initial reporter last name unavailable. No parts have been received by medtronic for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the 4.5mm tap was broken. The staff noticed this when cleaning the instruments. There was no patient involved.

Manufacturer narrative:
The ap 9734238 4.5 was returned to the manufacturer and was under analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: device lot number and UDI number provided. Device manufacturing date provided. Device evaluation: analysis was completed for the 4.5mm tap. The returned tap is in good condition but the cannula is blocked. It was determined that there was a physical damage failure with the tap. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: initial reporter full name provided. If information is provided in the future, a supplemental report will be issued.